Event description:
Additional information received reported that the drug ran out, the reason was unknown. The pump was filled and the patient was ¿doing great now.¿

Event description:
It was reported that the pump reservoir was empty which occurred 1 week prior to the report. The patient had increased pain but no other symptoms. The pump was infusing dilaudid. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8835, serial# unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).